Event description:
Noted intermittent right ventricular (rv) loss of capture on current electrogram (egm). Atrial unipolar lead impedance warning. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5147560.